Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-13035. It was reported the patient underwent surgical intervention wherein the scs system was explanted (reason and date unknown).